Event description:
Original report was received from the food and drug administration on october 6, 2009. The facility's risk manager reported that in 2009, one colleague cxe volumetric infusion pump which had over-infused during patient therapy. According to the facility representative, a 250ml bag containing the medication levaquin was set to infuse over 1 hour. Within 8 minutes, the pump alarmed, and all of the fluid had infused. The pump registered that 46ml was delivered to the patient. According to the facility representative, there was no evidence of the fluid leaking from the IV bag, tubing or patient. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The customer will not be sending this device in for evaluation. The device was evaluated on-site by the biomed technician and was found to be in working order. The device was returned to the floor and is currently in use.

Manufacturer narrative:
The customer will not be sending this device in for evaluation, therefore the software version is not known. (B) (4) (B) (4)

Event description:
Info received indicates the bed will not go into trendelenburg while holding the CPR lever.